Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The patient¿s meter has been returned on (B)(6) 2015 and evaluated by lifescan product analysis on (B)(6) 2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient could not recall when the inaccuracy first occurred but stated that they obtained blood glucose results of ¿398, 218 and 115mg/dl¿ with the subject meter within 20 minutes of each other. The patient manages their diabetes with lantus insulin as well as metformin (dosages of both not provided), and denied making any changes to their normal diabetes management routine as a result of the alleged inaccuracy. The patient did not experience any symptoms as a result of the alleged product issue, but during a doctor¿s office visit on (B)(6) 2015 they received treatment from a healthcare professional (hcp). The patient was injected with an unknown dosage of humalog insulin by a hcp, and a blood glucose test was performed on the hcp meter, with a result of ¿149mg/dl¿ being obtained at an unknown time in relation to the treatment which was provided. At the time of troubleshooting the cca noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. However, the test strips being used were open longer than their discard date. The products were requested back for evaluation and replacement products were sent to the patient. Although the test strips which the patient was using had expired, this complaint is being reported because the patient obtained inaccurately erratic readings on the subject meter which led to them requiring medical intervention from a hcp after the alleged meter issue began.